Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted: (B)(6) 2011: bilateral occlusion (per ppf). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal"), menorrhagia ("menorrhagia"), rash ("rash/skin condition"), migraine ("migraine"), fatigue ("fatigue"), paraesthesia ("tingling in lower pelvic area"), pain in extremity ("pain in legs and feet") and emotional distress ("emotional distress"). The patient was treated with surgery (hysterectomy-full). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and rash had resolved and the migraine, fatigue, paraesthesia, pain in extremity and emotional distress outcome was unknown. The reporter considered abdominal pain, emotional distress, fatigue, menorrhagia, migraine, pain in extremity, paraesthesia, pelvic pain and rash to be related to essure. The reporter commented: discrepant information regarding essure insertion date, previously reported (B)(6) 2009 and now as per pfs (B)(6) 2011 is given. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: pfs received. Case become valid. Injury nos replaced with new events. Reporter's information was added. Added event pelvic/abdominal, menorrhagia, rash/skin condition,migraine, fatigue, tingling in lower pelvic area and pain in legs and feet, emotional distress. Updated outcome of events menorrhagia, pain: pelvic/abdominal,rash/skin condition from unknown to recovered/ resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal') and abdominal adhesions ('fibrous adhesions to bladder') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia, thyroid cancer, nabothian cyst, benign polyp of uterus, paratubal cyst, thyroidectomy, cholecystectomy, gastric bypass and c-section. Essure confirmation test(s) conducted: (B)(6) 2011: bilateral occlusion (per ppf). Concomitant products included citalopram hydrochloride (citalopram), ferrous sulfate (iron sulfate), hydrochlorothiazide, levocabastine hydrochloride (zyrtec), levonorgestrel (mirena) from (B)(6) 2018 to (B)(6) 2018, levothyroxine, metoprolol tartrate (lopressor) and simvastatin. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced fatigue ("fatigue") and iron deficiency anaemia ("disorder/condition type: iron deficiency anemia"). In (B)(6) 2018, the patient experienced arthralgia ("all joint below hips"). On (B)(6) 2018, the patient experienced post procedural haemorrhage ("post-op drainage") and contusion ("bruising"), 7 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal"), menorrhagia ("menorrhagia"), rash ("rash/skin condition"), migraine ("migraine"), paraesthesia ("tingling in lower pelvic area"), pain in extremity ("pain in legs and feet"), emotional distress ("emotional distress"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cervix inflammation ("reproductive system disorder or condition type of disorder or condition: chronic inflammation of the cervi") and abdominal adhesions (seriousness criterion medically significant). The patient was treated with surgery (bilateral hysterectomy abdominal total salpingo-oophorectomy and lysis of adhesions), iron infusions and multiple blood and iron infusions. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, rash, vaginal haemorrhage and iron deficiency anaemia had resolved and the migraine, fatigue, paraesthesia, pain in extremity, emotional distress, cervix inflammation, abdominal adhesions, post procedural haemorrhage, contusion and arthralgia outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, arthralgia, cervix inflammation, contusion, emotional distress, fatigue, iron deficiency anaemia, menorrhagia, migraine, pain in extremity, paraesthesia, pelvic pain, post procedural haemorrhage, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information regarding essure insertion date, previously reported (B)(6) 2009 and now as per pfs (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure devices were implanted correctly. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: pfs received. New events: vaginal bleeding, iron deficiency anemia, cervix inflammation, abdominal adhesions, post procedural bleeding, bruising, joint pain were added. On 24-apr-2020: medical records received. Patient's medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.